Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not cut/seal. There was no power to the jaws. The hospital changed out the cords and generator and the device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: cs-cpl-2018-01026. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. There was no evidence of blood detected. The silicone insulation on both cold and hot jaws were intact with no cracks nor peeling. Microscopic analysis revealed that the heater wire is slightly flexed at the center, while remaining attached at the tip and base of the hot jaw. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn at level 3.0. During the pre-cautery test, it produced steam and audible beeping sound during five (5) 3-second activations. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. The jaws were cleaned gently with saline and gauze pad as indicated in the instructions for use. An activation and transection capability test were performed over five (5) repetitions using "max life test method" (bacon test). The device activated and transected tissue five (5) times with no cautery failure was observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.695 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle switch was released. Based on the returned condition of the device and the results of the investigation, the reported failure "electrical issue; failure to cut" was not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws would not cut/seal. There was no power to the jaws. The hospital changed out the cords and generator and the device still did not work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.